Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in (B)(6) that during a follow-up arcr surgical procedure on (B)(6) 2018, it was observed that one of the anchors was dissociated from the patient's rotator cuff. According to the reporter, the primary arcr was performed on (B)(6) 2017 to implant two anchors. It was reported that a revision surgery was performed on (B)(6) 2018 to remove the dissociated anchor and to implant a new anchor and cuff was re-sutured. It was brand new and the first use when the issue occurred. No further information was provided by the hospital. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. Investigation summary: the complaint device was not returned by the customer after multiple attempts to receive device return information therefore, device is not available for a physical evaluation. This complaint is not confirmed. It was reported that post surgery the anchor migrated out, and had to be removed. No further information regarding the procedure or the device used has been provided to determine a root cause for this failure. A non-conformance search was performed for this part#:210800 lot#: l909328 combination and no nonconformance were identified. At this point in time, no corrective action is required, and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional information received from the reporter stated that the surgeon and the sales rep felt that this event was probably not product related since while confirming the anchors seemed to interfere with each other by the x-ray and the patient's bone quality was originally bad.